Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the cracked adhesive occurred due to a degradation problem and it's likely the chip on the transducer occurred due to a stress problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasonic bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service technician found the adhesive cracked off the distal end and the pink rubber on the transducer was chipped. There was no patient involvement.